Event description:
It was reported that a patient underwent a pelvic floor reconstruction fixation procedure in 2006. It is believed that half of the metal needle carrier fractured while inside the patient. The physician was attempted to retrieve it but was not successful. The procedure was completed. The device was disposed of after use. Patient does not require any additional follow up due to this event and a full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.